Event description:
Severe burn to right arm due to use of icyhot heat therapy-air activated heat patch. Dates of use: 2008, 4 hours. Diagnosis or reason for use: localized muscular pain. Event abated after use stopped or dose reduced? Yes.